Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. What was the date of the initial surgery? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? Was the ileostomy planned? If not, what was the reason for the ileostomy? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was any tissue ischemia identified? How was the leak addressed? Will the ileostomy be reversed? What is the current status of the patient? The following response was obtained: procedure date was (B)(6) 2019. The leak was detected on (B)(6) 2019. This patient underwent radiation. As the surgeon recalls he is uncertain if the distal transection line or the eea line is where the leak was. No further additional information is available. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that the doctor performed a low anterior resection with ileostomy on a patient and performed the anastomosis using a cdh29p circular stapler on an unknown date. The patient returned on at an unknown date and the doctor noted the issue an anastomotic leak. It was not reported what was done to resolve the issue.